Manufacturer narrative:
No lot number provided/known.

Event description:
The clinician indicated that the abutment screw was placed on (B)(6) 2016 and it was reported fractured on (B)(6) 2017. The doctor returned the upper portion of screw and the fracture bottom portion was removed from the implant and discarded by the doctor. The implant remains implanted.

Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection, the device was examined visually by the naked eye. The screw was fractured at the top of the threaded region. The drive feature is damaged but not stripped. The other half of the screw was not returned. No lot number was provided, therefore the device history review was not preformed. The fractured event was confirmed based on the inspection of the returned fractured screw. No definitive root cause could be identified. Investigation results: additional information and investigation results. Answered "yes". Method, results and conclusion.